Manufacturer narrative:
The field service engineer (fse) indicated that he observed the fluid leak under triple transducer module (ttm) and found a split in tubing at the lower sheath. He replaced the tubing, resolving the leak. System performance was verified. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately ¼ cup from the laser area on the coulter® lh 750 hematology analyzer. The leak was contained. There were no error messages generated. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.